Event description:
A caller reported a malfunction on the pump, identified by a malfunction code, but no notable events preceded this issue. There was no adverse impact on the customer's blood glucose level. Technical support provided pump reset information and assisted the caller in resetting the pump, after which the malfunction did not recur. The customer was advised to continue using the pump and to contact support if the malfunction reappears, which the caller agreed to.